Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2021. The patient experienced post-operative ventricular tachycardia (vt) as well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2021. The patient experienced post-operative ventricular tachycardia (vt) as well.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported cardiac arrhythmia and the heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation and a specific cause for the reported event could not be determined. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), lists adverse events that may be associated with the use of the hm3 lvas, as well as potential late postimplant complications, including cardiac arrhythmia. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The ventricular tachycardia occurred post left ventricular assist device (lvad) implant which expedited transplant.